Manufacturer narrative:
The manufacturer did not receive the affected device, as the patient has not been revised and is currently being monitored. Should additional information become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
A product liability claim was raised. It was reported by patient's counsel that his client received a durom hip generic. The date of the implantation has not been provided. The patient is currently being monitored due to reasons unknown.